Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. A cardiac resynchronization therapy pacemaker (crt-p) device was supposedly implanted but due to unsuccessful implant of the left ventricular (lv) lead, the procedure ended with the usual pacemaker replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was filed to capture the product involved. A separate report was already submitted, refer to report number: 2124215-2022-20240.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional intervention revealed that the replacement date has not been decided at this point. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the facility and is not expected to return for analysis.